Manufacturer narrative:
E.1 : (B)(6). H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) in the stopper was observed. The indicated failure mode of underfill was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was unable to confirm the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use the bd vacutainer® k2e plus blood collection tube had low draw of a tube with blood and non-biological foreign matter in the tube. This event occurred 1 time. There were no health consequences or impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) in the stopper was observed. The indicated failure mode of underfill was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was unable to confirm the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported that during use the bd vacutainer® k2e plus blood collection tube had low draw of a tube with blood and non-biological foreign matter in the tube. This event occurred 1 time. There were no health consequences or impact reported.